Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with shortness of breath. Interrogation showed the loss of capture and high impedance on the left ventricular lead. No revision was reported.

Event description:
Additional information received indicated that the issue was first discovered when the patient was feeling shortness of breath. A chest x-ray performed on (B)(6) 2020 confirmed the lead had dislodged. The physician re-positioned the dislodged lead on (B)(6) 2020. The patient was stable throughout.